Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one month post a port placement, after the first chemotherapy treatment, the patient allegedly developed an infection as a result of the defective infected port. It was further reported that the second chemotherapy treatment was administered through an intravenous drip, since the patient allegedly experienced severe pain within the port area. Furthermore, the defective infected port was removed from the patient. Reportedly, the patient got expired and the primary cause of death was cardiac arrest and pulmonary arrest, and the relationship of death with the device is unknown.

Event description:
It was reported that approximately one month post a port placement, after the first chemotherapy treatment, the patient allegedly developed an infection as a result of the defective infected port. It was further reported that the second chemotherapy treatment was administered through an intravenous drip, since the patient allegedly experienced severe pain within the port area. Furthermore, the defective infected port was removed from the patient. Reportedly, the patient expired, the primary cause of death was cardiac arrest and pulmonary arrest, and the relationship of death with the device is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation conclusion: the device was not returned for evaluation. Medical images and medical records were provided and reviewed. The images provided were not clear and no conclusions could be drawn from them. The medical records described cancer and patient expiration with causes of death of cardiac arrest and pulmonary arrest. These patient symptoms and expiration were therefore confirmed. However, a relationship of these to the port cannot be established. In addition, the reported pain and port-related infection cannot be confirmed from the medical records. A definitive root cause for the reported infection and patient death or the identified pulmonary arrest and cardiac arrest could not be determined based upon the provided information, nor any relationship between these and the port device. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.